Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device did not deliver shock to patient in ventricular tachycardia. There is an allegation of a serious injury, pending investigation. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that after charging the device to 200j for a patient in ventricular tachycardia (vt), the device gave a message indicating the shock was cancelled. It was later clarified the users switched to a different defibrillator and the same thing happened. This complaint, (B)(4), documents the first defibrillator used. (B)(4) documents the second defibrillator used. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. The involved patient was reported to be in ventricular tachycardia (vt). The outcome of the patient is not known.